Event description:
It was reported to philips that the device had a cracked display and the full view was not available. There was no reported patient or user involvement and no adverse patient/user impact.